Event description:
It was reported that the patient ended up herniated cylinder on the inflatable penile prosthesis (ipp) left cylinder on copra body, patient was unable to use the device cause of this. All old components were removed and replaced with new ones. There were no patient complications.